Event description:
When putting away the freight, my care givers noticed that some of the cardinal custom neuro packs (item 90054123 pack neur basic drmc) from the fulfillment center were defective. The blue wrap inside of the sterile package was not sealed correctly by the manufacturer. The blue wrap inside of the sealed clear wrap needs to be secured with the white tape where the fold is in the blue wrap. If that is not sealed and secured with that white tape, they will not open the pack on to the sterile field as there is no way to know if the sterility was compromised. We found 5 defective packs. Manufacturer response for neurological tray, cardinal health (per site reporter). Emailed and sent product back for evaluation.